Event description:
Customer reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer reloaded the cartridge, successfully resuming insulin delivery.